Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts form the 4th and 5th proximal stent strut rows were found to be lifted from their crimped positions and pushed (bunched) towards each other. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24sep2019. It was reported that crossing difficulties were encountered. The 90% in-stent restenosed target lesion was located in the mildly tortuous and mildly calcified distal left anterior descending artery. Following predilatation with a 2.0x15mm non-bsc balloon, a 2.5 x 24 synergy des was advanced but failed to cross the implanted stent. A 2.5 x 16 synergy des was advanced but it also failed to cross and the stent dislodged from the delivery balloon. The dislodged stent was removed with a snare and the procedure was completed with another 2.5 x 16 synergy stent. No further complications were reported. However, returned device analysis revealed stent damage.